Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis investigations did confirm and replicate the customer complaint "32097 error". In logs, the 32097 was found indicating maxis error occurred, reported by axes controller motor board (acm) in usm confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient fixture test platform (pftp) where fiber test was found to be failing on the clock-spring, parallelogram and rolling loop fiber for reading below 75 rx power. Once testing was completed, the parallelogram fiber was applied behavioral analysis tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that clock-spring, parallelogram and rolling loop fibers assemblies were found to be the root cause of the reported event. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.